Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was unable to mobilize their peg-j tubing and with a scope, the buried bumper was noted to be completely buried. The device remains in place with a replacement to be scheduled.